Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument was discovered broken on a shelf in a warehouse.

Manufacturer narrative:
Visual evaluation of the returned device confirmed that it is cracked along the mid-sagittal plane but still in one piece. The crack extends from the surface usually in contact with the implant towards the central post that connects with the handle. Dimensional evaluation found that the antero-posterior width was within print specification. The reported issue is being investigated through a CAPA. This device is used for treatment. The device had a potential service life of over 3 years and had been used in an unknown number of surgeries. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue.